Event description:
Consumer's daughter alleges her mother tipped over on her scooter while going down a ramp.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
The alleged tip over could not be duplicated.

Event description:
Consumer's daughter alleges her mother tipped over on her scooter while going down a ramp.